Manufacturer narrative:
(B)(4). Batch #: 449a06. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer: no patient consequence. No delay to the procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy the device did not fire staples. No other information is available.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2022 d4: batch # 449a06 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with the knife exposed due to damage noted. The breakaway washer was present and with an off-center cut. Further analysis shows that the anvil and guide face were misaligned possibly due to the damage noted on the knife by pressing it hard enough against the anvil. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.